Manufacturer narrative:
Sc-1132 (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The ipg measured 3.669 volts and was charged fully. The device charge history revealed no anomalies. It passed the functional test, and an electrical test revealed normal device characteristics. Unable to confirm the as reported observation with testing of the product return. Therefore, the probable cause selected is no problem detected.

Event description:
It was reported that the patient experienced frequent ipg charging. It was mentioned that the patient had a non device related procedures wherein electrocautery was used. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).

Event description:
It was reported that the patient experienced frequent ipg charging. It was mentioned that the patient had a non device related procedures wherein electrocautery was used. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).